Event description:
Boston scientific received information that this patient was in the hospital having dialysis done when they experienced syncope and cardiac arrest where cardiopulmonary resuscitation (CPR) was given. The device was later interrogated and showed no arrhythmia's were stored. The leads were functioning normally and isometrics were performed which showed no issues. The health care professional (hcp) thought it was possibly related to the patients blood pressure, but they are unsure of the cause at this time. The patient was bruised from the CPR. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.